Manufacturer narrative:
Additional information: d3(street 1, MFR city, MFR region, postal code), d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The reported event was confirmed. A visual inspection was performed, and it was observed the 15mm connector size 7.5 presents an excess of plastic of the same material. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the 15 mm connector of the device was found to be deformed. There was no patient involvement.